Manufacturer narrative:
This event is being re-submitted as the original medwatch 3500a form (3010805634-2018-00001) was not properly submitted on 12/4/2018 through the electronic submission gateway (esg) portal. Original narrative dated 12/4/2018: this event is being conservatively reported as stenosis of pulmonary arteries requiring surgical re-intervention is an expected event in approximately 12-15% of congenital cardiac patients according to peer reviewed literature. The device was replaced with another cardiocel patch and the patient recovered. Due to lack of information, this case is not currently assessable. No additional actions required.

Event description:
Increased obstruction on the rvot. Patch resection was performed and a new patch was put in place.